Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump had no unresponsive buttons noted. All buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump had cracked reservoir tube lip, minor scratches on lcd window and cracked case on display window corners.